Event description:
The manufacturer received information alleging a ventilator failed the oxygen calibration test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the oxygen calibration test. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor and 3-way solenoid valve were replaced to address the issue. H3 other text : third-party service center.